Event description:
The customer reported to olympus, glue was stuck in the working canal and on the distal bending part of the evis exera iii gastrointestinal videoscope after a diagnostic gastroscopy. The event was identified during manual cleaning after the procedure. The procedure had been completed using the same set of equipment. There was no report of patient harm associated with this event.

Manufacturer narrative:
Correction to the initial report: e2 selected ¿no¿; however, the initial reporter was a health professional. Therefore, e2 was marked "yes" and the e3 and g2 fields were updated accordingly. The b5 and h4 fields were updated based on new available information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was identified as gem glubran 2, a hemostatic (surgical glue) used in procedure. It is likely the user let glubran 2 adhere to the biopsy channel and the bending section inadvertently, and the glubran 2 was difficult to remove by reprocessing. The event can be detected/prevented by handling the device in accordance with the following instructions for use: operation manual, chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, glue was stuck in the working canal and on the distal bending part of the evis exera iii gastrointestinal videoscope. The event occurred during manual cleaning after a procedure. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was not confirmed. In addition, the connector was leaking. The charge coupled device cover lens was chipped. The light guide bundle had broken fibers. The distal end cap was cracked. The bending section cover adhesive was cracked. The connecting tube had a wrinkle. The scope connector cover was damaged. The bending angle was reduced due to elongation of the angle wire. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.